Event description:
It was reported that the insulin pump had an unresponsive keypad. The customer stated that the issue had been ongoing for about a month. She did not know the blood glucose reading. No significant events leading to the keypad issues were observed, although the customer advised that she works at an animal hospital where x-rays were taken. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no act button response due to a flattened button dome switch. The insulin pump had minor scratches on the display window, cracked battery tube threads, a scratched reservoir tube window and a cracked reservoir tube lip. The motor was tested outside of the device and passed.